Manufacturer narrative:
No patient involved. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. The system failed the hardware test during checkup due to em instrument box would not connect. Saw bent pins in the lemo connector, and the lemo connector outer cover was bend. The em instrument breakout box was replaced and the system passed checkout and performed as intended. The em instrument breakout box was returned for analysis. The reported issue was confirmed. Functional testing determined that inside the em interface lemo connector one of the pins were found to be bent which prevented the connector from being inserted in to the controller. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the electromagnetic instrument box would not connect. The manufacturing representative saw that the pins were bent in the lemo connector. It was swapped with another box and it worked normally. There was no patient present when this issue was identified. 2020-jan initial reporter (rep) new information received: the em instrument interface sn is (B)(4).